Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 474 mg/dl. The customer also reported other blood glucose values such as 434 mg/dl. The customer did experience symptoms of high blood glucose value such as dry mouth. The customer forgot to take bolus. The customer was reported that insulin pump had insulin flow blocked alarm. Customer was reported that insulin was exited and advised to change the infusion set. The insulin pump will not be returned for analysis.